Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient admitted in with myocarditis had an intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO) placed for initial treatment one day prior to the impella cp implant, which was an exchange from the iabp. The iabp was removed over-the-wire. A new sheath was inserted, and the same access (right femoral artery) was used to successfully implant the impella cp. Approximately 10 days after start of the impella support, oozing at the access site occurred when the patient coughs. The event was treated with a stitch. The patient continued on impella mechanical circulatory support (and ECMO) for approximately four days until "successful" orthotopic heart transplant.